Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer received the battery cap, but the issues were not resolved. However, during the call, the customer was able to get the pump back on. The pump alarmed check settings, and the customer adjusted the time and date. The pump appeared to work properly after that.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was about 100 mg/dl. During troubleshooting, the customer received another failed battery test. The customer was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.